Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/24/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: did the event occur during one or multiple patient procedures? Multiple patient procedure (complaint opened for recurrence: (B)(4)). Please clarify, what do you mean by the "pds loosened"? Did the suture break? Was the needle detached/pulled off from the suture? The needle was detached/pulled off from the suture. Did the event occur during one or multiple patient procedures? 3 procedures. What is the total number of procedures? 3 ((B)(4)). Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). There have been 3 surgeries, including one on (B)(6) 2024 and the other 2 dates are unknown. The surgeon specified that this incident had already happened to him a few days before and the week before with the same wire. Can you identify the lot number of the product that was used? Lot: uamptd. What does the reaction look like and how large of an area does the reaction cover? There was no reaction. Was there any change in the patient¿s post-operative care due to the case with the prolonged procedure? No change in in the patient¿s post-operative care. The following information was received: there were no consequences for the patient except for a loss of time and disorganization within the block. This resulted in a thread change that also broke, leading to take a 3rd thread that this time held. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This single complaint was reported with multiple events. D4: UDI: the manufacturing date and expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a laparotomy colectomy procedure on an unknown date and suture was used. During a laparotomy colectomy, at the time of closure of the fascia at the end of block, the suture loosened. This has happened several times in the last 2 weeks. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/23/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. D4: UDI: (01) gtin is unavailable therefore, the full UDI is currently not available.